Event description:
The customer reported out of range normal control solution test results with test strips. On 11/7/96, she opened the second bottle from a box of fifty and performed a normal control solutions test. The result was 17 mg/dl. She immediately called the co customer support line and, with the representative, performed two back normal control solution tests. The result were 5 and 7 mg/dl versus a normal control solution range 107-161 mg/dl. The solution, normal control solution, lot #ave076a, expiration 5/98, was opened two months ago and was shaken vigorously before the sample was applied. A check strip test was also performed with the representative. The result was 80 versus a check strip range of 70-96. The customer removed the desiccant upon initial opening of the second bottle. The customer stated that the first bottle performed accurately. The customer stores the test strips in the bedroom.